Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient was revised due to implant breakage. If other, describe: knee revision. Was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? Yes. Patient status/ outcome / consequences: yes. Patient consequence description: was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Reintervention. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Yes. If yes, describe: knee revision requiered. Is the patient part of a clinical study? No. (B)(4). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True,

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : they perform a revision knee surgery in a patient with a previous sigma tc3 implanted in (B)(6) 2017 and they found some brakeage of the implants inside the patient. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample and the x-ray/photo evidence review revealed that the sigma fem adapter 5 degree was found broken. The broken fragment was returned. The reported allegation can be confirmed. The device has evidence of extraction. The edges of the fracture section do not indicate any signs of material issue, only smoothed out areas, most likely due to constant friction between the pieces before removal process. While no root cause can be established with the available information, factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. The overall complaint was confirmed as the observed condition of the sigma fem adapter 5 degree would contribute to the reported device issue. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, a potential cause cannot be established with the provided information due to be a multifactorial issue and it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : DHR review was performed according to "h60777" attached on notes & attachments. -product code: 960781. -lot number: h60777. 1) quantity manufactured: (B)(4). 2) date of manufacture: 03/24/2017 . 3) any anomalies or deviations identified in DHR: non-conformances associated with this lot. 4) expiry date: 02/28/2027. 5) IFU reference: IFU-0902-00-252. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.